Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 18.8 to 21 centimeters (cm) from the terminal pin, at the suture sleeve location. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve..

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the pace/sense channel and increased impedance measurements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.